Event description:
A customer reported unexpected negative reactions on capture-r ready screen (crrs) and capture-r ready ID (crrid) when testing a patient sample known to have an anti-jka on the echo.

Manufacturer narrative:
Review of images: (B)(4), id152 21dec2011 11:44. The following cells are jka positive: 1,4,5,7,8,9,10,11,12,13 & 14. Sample ID (B)(4). The echo generated negative results for all cells. Cell 1: negative visually appeared negative. Cell 4: negative visually appeared negative. Cell 5 negative visually appeared negative. Cell 7: negative visually appeared negative. Cell 8: negative visually appeared negative. Cells 9-14: negative visually appeared positive. Cells 9-14 are homozygous. Unable to rule out antibody showing dosage. Pos ctrl: 4+ neg ctrl: (B)(4), extend I dp052 21dec2011 14:27. The following cells are jka positive: 1,3,4,5,7,8,9,12 & 14. Sample ID (B)(4). Cell 1: negative visually appears negative. Cell 3: negative visually appears negative. Cell 4: negative visually appears negative. Cell 5: 2+ visually appears positive. *cell 7: negative visually appears positive. *cell 8: negative visually appears positive. *cell 9: negative visually appears positive. Cell 12: 1+ visually appears positive. *cell 14: negative visually appears positive. Pos ctrl: 4+ neg ctrl: 0. (B)(4), 21dec2011 11:27 cell 3 is jka positive. Cell 3: negative visually appears positive. Pos ctrl: 4+. Negative well interpretations that visually appear positive are addressed intechnical communication (B)(4) issued on (B)(4) 2009.